Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited fusion/pseudofusion and oversensing due to double counting. The oversensing resulted in pacing inhibition. No intervention was reported. The were no patient consequences noted.